Manufacturer narrative:
Procode: niu stent, superficial femoral artery, drug-eluting. This event has been reported by the manufacturer under MDR # 3001845648-2019-00536. There are 7 us sites referenced in the attached published literature. As patient level data is not reported in the article it is unknown how many patients at which site are affected by the reported adverse events. (B)(4).

Event description:
Study: (B)(6). A polymer-coated, paclitaxel-eluting stent (eluvia) versus a polymer-free, paclitaxel-coated stent (zilver ptx) for endovascular femoropopliteal intervention (imperial): a randomised, non-inferiority trial. "Device-related adverse events in 22 (14%) patients in the zilver ptx group."